Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: xt-r,gaia first,sion, guide catheter: heartrail. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed lesion in the distal circumflex artery with mild tortuosity and heavy calcification. The 1.2-12mm trek balloon catheter was advanced with some resistance noted with the lesion. The balloon was inflated to 8 atmospheres (atm), but ruptured. The trek was removed and replaced, and a new balloon was used for dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.